Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 300 mg/dl. The customer was advised to deliver a 5.0 unit via fill cannula. The customer stated the insulin doesn't exit with 5 unit fixed prime. Customer stated that insulin does not exit the tubing. The customer was advised to revert to backup plan and pump will be replaced. The customer was asked verbally and in written form to return broken pump for analysis.